Manufacturer narrative:
A field service engineering (fse) followed up with the customer over the phone to address reported event. Fse instructed the customer to take the analyzer cover off and look for any obstructions, the customer found a tip in the way and removed it and turned the analyzer on. The analyzer started without errors, the cover was replaced, and quality control run performed without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12: flags and error messages states the following: [4173] s. Loader-x1 home overrun cause: the home sensor s070, which is not supposed to be activated after the sample loader x1-axis moves, was activated. No further operation will take place. Action: remove the impediment or other cause of the error. Check s070 and also check to see the cause of slipping, and so on, that occurs when pm070 moves to the limit side. The most probable cause of the reported event was due to obstruction in the sample loader caused by dropped tips.

Event description:
A customer reported getting error message "4173 s. Loader-x1 home overrun" on the aia-900 analyzer. The customer performed an eject rack function twice, but error persisted with a banging noise. The customer stated the pusher foot appeared to have an obstruction preventing movement and causing the noise and rattling from the pusher foot. Analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for alpha-fetoprotein (afp). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.